Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed wires on power supply. Unit determined to have power malfunction due to damage to power supply. As reported in the initial event, there was no fraying found on the power connector cord, only the pes's power supply.